Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that a fatal error had occurred on the station. The customer attempted to reboot the station multiple times; however, the error persisted. The field service engineer (fse) observed that the device would not boot into the application. The fse rebooted the station and attempted to log in to the administrator account but was unsuccessful. The fse contacted a technical support specialist, and it was determined that the device required reimaging. A reimage could not be performed initially because the usb drive could not be scanned at the location. The fse returned to perform the reimage, but after multiple attempts, was unsuccessful in reimaging the drive. The fse replaced the sata cable; however, the reimage was still unsuccessful. The fse returned with a new hard drive and followed the required steps to reimage the new drive successfully. After completion, the customer performed an inventory of the medication. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es fatal error occurred on the station. The customer attempted to reboot the station multiple times; however, the error persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.